Event description:
It was reported that this right atrial (ra) lead had atrial tachycardia response (atr) episode with noisy signals and oversensing. Additionally, there was a signal artifact monitoring (sam) episode where respiratory sensor vector switched. The ra lead exhibited high out of range pacing impedance of greater than 3000 ohms. Technical services (ts) suspected lead integrity issue and advised evaluating the patient in clinic with isometrics, pocket manipulations and sample impedance. This lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).